Manufacturer narrative:
The customer's reported complaint description of the tip of the catheter being deformed is partly confirmed. The catheter was returned and inspected. The outer blade of the catheter arrived fractured and deformed. The catheter arrived with significant number of fibers. Two kinks were observed along the catheter's shaft, at 30cm and 120cm from its distal tip. It can be seen from our investigation that the catheter's tip was cracked during the procedure and there are many damaged fibers. There are several potential root causes: the catheter was working for the maximally allowed duration at its highest energy of 60mj/mm2, which can also result in a higher fiber degradation rate and as a result the outer blade breaking. The energy set in the laser system may also be higher than specified. Where the outer blade had mechanical damage, there is more possibility for mechanical damage to the fibers and to the inner blade. The catheter was working in over-lapping stents- this may have resulted in mechanical damage to the tip. However, due to the stent's structure, this could lead to mechanical harm to the catheter. The factors mentioned above may contribute to mechanical blockage in the catheter, which causes the physician to apply excessive force, which in turn could result in catheter breakage. During the procedure, the laser was not always activated close to the lesion, and this could have caused damage to the optical fibers. The catheter was crossed 7 passes, the lesion type and presence of blood may also contribute factors to the degradation of fibers. The heparin/silane solution wasn't injected through the sheath during the procedure. Since no saline was injected consistently during the procedure, the friction between the sheath and the catheter is high resulting in excessive force that the physician has to apply which causes a higher fiber degradation rate that apparently can lead to the outer blade being damaged. Contrary to the instructions at the IFU. Before the procedure, the catheter was checked and found normal. The procedure was competed with this device under fluoroscopy. The patient did not experience any adverse effects, harm, or require medical intervention because of this incident. The DHR was reviewed for the reported catheter lot number. The review confirmed that the lot met all material, assembly, and performance specifications, e.g., no manufacturing non-conformance reports were issued. A review of the distribution records was performed for the reported packaging lot number 85622 for any deviations related to the reported failure mode of the complaint. The review confirms that the lot met all packaging performance specifications, i.e., no ncr has been written. Labeling review: instructions for use (ifu0110 / ifu0120) are provided with the catheter device and contain the following statements: warnings pay careful attention while using the catheter, avoid excessive force, and be on alert for any potential damage. Inadvertent movement of the catheter may result in patient injury. Proximal vessel diameter must be [?]150% of the outer diameter of the auryon catheter. Always use fluoroscopic surveillance when advancing the auryon catheter inside the patient vasculature to avoid misplacement, dissection, or perforation. Auryon catheter insertion over the wire until laser activation: you may use any other gw to cross the lesion, but the final gw that auryon catheters will track over should be 300cm 0.014", and preferably stiff gws. Once this gw is angiographically verified to cross the lesion in the vessel's lumen, it is ready for auryon catheter insertion over the wire. Advancement of auryon catheter through the lesion: a) do not to exceed 10 seconds of continuous lasing at the same location. If you experience any difficulty advancing the auryon catheter, immediately start a 10-seconds self-count-down. Self-count-down should start the moment you experience non-advancement of the auryon catheter. When advancement resumes, stop the self-count-down and resume it if additional difficulty advancing the auryon catheter is experienced. B) if the auryon catheter cannot be advanced by the 10th second of laser activation, release the footswitch to stop the laser, retract the catheter approximately 3-4 mm, and try to advance again while rotating the catheter shaft approximately 90 degrees to either side, while resuming the 10-second self-count-down. C) if the auryon catheter still cannot be advanced with the above-mentioned rotation manipulation for the additional 10-seconds, immediately stop the laser activity by releasing the footswitch. D) ask the laser operator to raise the fluence to the 60mj/mm2. E) activate the laser and try again to advance the auryon catheter through the lesion. F) if the auryon catheter cannot be advanced, resume the 10-second self-count-down. G) if the auryon catheter cannot be advanced in this attempt, stop the laser activity, withdraw the auryon catheter and use a new catheter. A review of the angiodynamics complaints system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference (B)(4) .

Event description:
An end user reported an issue with an auryon atherectomy catheter 2.0mm - hydrophilic coated (lot# 85622). It was reported that the tip of the catheter was deformed, during the procedure. The patient did not experience any adverse effects, harm, or require medical intervention as a result of this incident. Additional information from 24-apr-2024: before the procedure, the catheter was checked and found normal. The procedure was done under fluoroscopy, and the patient/procedure was unaffected. Sheath used: cook flexor raabe 6f 45cm; gw used: asahi gladius mongo es 300cm. During the catheter removal through the sheath, there wasn't resistance to removing it. The catheter's total working time - 10min; lesion type: isr, location sfa/popliteal, length 20cm, 7 passes; there were overlapping stents; no fractured or broken stents. The heparin/silane solution wasn't injected through the sheath during the procedure. The catheter was delivered to queensbury on 4/19. Note: upon receipt of the complaint sample on may 09, the unit was inspected, and a clinical review was done. According to the clinical review, noted that per the image of the blade (std0399), the edges of the remaining blade in the breakage points are pointed out externally, which might potentially increase the risk for shaving, scratching, or harming the vessel wall, in addition to the small broken part being released to the bloodstream and may cause embolization. These risks are determined only theoretically, since in real life, nothing happened to the patient and per the event description reported the procedure was completed successfully and the patient was not harmed/injured. Based on this new information, this event meets the criteria for reportability.